Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00046 on 07-feb-2023. Additional information (22-feb-2023): siemens further investigated the issue and determined that sample specific issues, such as sample handling or sample integrity, potentially contributed to the falsely depressed calcium_2 (ca_2) result. The atellica ch calcium_2 (ca_2) instructions for use (IFU) states that samples are only stable for 2 days refrigerated (4°c). Based on the customer's information, the sample was likely processed on the alternate instrument beyond the sample stability. Supplemental MDR 2432235-2023-00047_s1 was filed for the same event.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that falsely depressed calcium_2 (ca_2) results were obtained on two patient samples on an atellica ch 930 analyzer. Quality control (qc) was in range at the time of the event. The customer performed a precision study using one patient sample and results were found to be acceptable. The customer indicated that the affected samples were frozen and thawed and the customer did not know whether the samples were mixed well prior to centrifugation. Siemens suggested thawing the samples longer and mixing the samples prior to centrifugation to ensure that the samples are completely thawed and all of the ca_2 is mixed back into the samples. Since the incident, the customer informed siemens that they updated their preanalytical process of handling frozen samples. Since they made this change, there have not been erroneous ca_2 results. The analyzer is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2023-00047 was filed for the discordant obtained on (B)(6) 2023 on the same analyzer.

Event description:
A falsely depressed calcium_2 (ca_2) result was obtained on a serum patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who questioned the result as it did not match the patient's clinical history. A serum sample from the same collection was processed on an alternate atellica ch 930 analyzer, and the result recovered higher than the erroneous result. The latter result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca_2 result.